Event description:
Following a pre-deployment angiogram, a 6f angio-seal vip was deployed in the right femoral artery; however hemostasis was not achieved. Manual compression was used to achieve hemostasis. Following hemostasis, there was an absence of pedal pulses in the lower extremity. An angiogram showed an occlusion in the shape of an anchor in the popliteal artery. Endovascular therapy was performed to restore flow; however a clot repeatedly developed. Repeated balloon inflations were used to restore flow, but the clot continued to reappear. Tpa was administered overnight, but the clot was not resolved. A covered stent was placed and flow was restored. The physician suspected that the anchor had embolized into the popliteal artery; however this was not confirmed. It was reported that a clot had also developed in the procedural sheath and catheter before angio-seal deployment.

Manufacturer narrative:
Additional information: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.